Event description:
It was reported that there was over-sensing on the right ventricular (rv) and right atrial (ra) leads during open-heart surgery. The rv and ra leads remain in use. No patient complications have been reported as a result of this event.